Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture and sensing anomalies. The "lead was not plugged into header all the way."